Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the line inreface pcb. The se performed extended self-testing on the device and all tests passed.